Event description:
It was reported that the pt no longer had any hearing ability. Testing confirmed that the device has malfunctioned. Most of the channels show high impedance - it appears that the active electrode is damaged.